Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the hcp checked impedances on the clinician tablet and got abnormal results. This was concerning because the patient noted she occasionally got electric shock at the ins site. The 8840 clinician programmer was used to measure impedances and they got different results. The hcp did test at the .07 and 3v but the results were similar and vastly different than with the tablet. For the monopolar contacts the impedance check with the tablet showed 353, 2439, 591, 164 ohms comparted to 423, 209, 499, 423 on the 8840 clinician programmer at 3v. The hcp chose not to change anything as the patent continued with benefit from her current program. They planned to wait and see if the electric shocks resolved. No further complications were reported or anticipated.